Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). In the evaluation, omsi found that the ¿spacer 35¿ that was supported a patient board was broken. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from omsi, there was the possibility that these phenomena were attributed to the followings. The image of the subject device flickered, was frozen or disappeared; the failure of the printed-circuit board due to the aging degradation of the parts on the board by repeatedly long-term use because over seven years had been passed since the subject device had been manufactured. The ¿spacer 35¿ was broken; the user hit the subject device to a hard object. Olympus stated the appropriate handling of cv-190 and the counter measures against abnormalities in the instruction manual of cv-190.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that the image of the subject device flickered, was frozen or disappeared. There was no report of patient injury associated with this event.